Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. This event was reported by a nurse to a sales representative. It was verified by the nurse that they had used the syringe from the kit for the entire reported complaint event. The nurse had to use a new catheter kit. She stated she had success with the patient using the new kit. No additional patient/event information details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.

Event description:
A nurse reported that she had successfully placed a fecal management system with 45cc of sterile water instilled into the balloon inside a patient that had diarrhea. She stated that in less than 24 hours later she deflated balloon, because there was no fecal output coming through catheter and the patient had diarrhea seepage around catheter. Once the catheter was out of the patient the nurse re-inflated balloon to check for leaks and there were none. The nurse attempted to deflate balloon and was unable to deflate balloon.

Manufacturer narrative:
Additional information was received on august 12, 2015. Third party manufacturer reviewed the batch records for lot# 13fm0205 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. Four samples from different lots along with one from the same lot were subjected to a complaint simulation test, 45ml of water was injected into the balloon and observed for 24 hours. There were no signs of blockage, breakage or leaks and all four deflated normally after the test. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).